Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower assembly shows that the blower assembly was tested and no failures were identified.

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.